Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four (4) unknown 2.7mm cortex screws. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was implanted with one (1) unknown 2.7mm 4-hole locking compression plate (lcdp) and four (4) unknown 2.7mm cortex screws on (B)(6) 2016. On an unknown date, it was found the patient had a non-union of the right metatarsal repair. It is unknown if revision surgery was performed and if the devices were removed. This report is for four (4) unknown 2.7mm cortex screws. This report is 2 of 2 for (B)(4).